Event description:
The issue occurred at the beginning of a diagnostic unspecified procedure. The procedure was completed using a different device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation regarding lamps did not ignite was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that the fan did not rotate, and the phenomenon occurred due to temperature fuse disconnection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source powered on, however there was no light output. It is unspecified when the issue occurred. There were no reports of patient harm.